Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 565 mg/dl. Customer reported the buttons were not responding and it was the 3rd time it happened. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated all buttons were unresponsive. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow allows them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was in progress at the time the button was unresponsive. Customer was able to successfully clear the alarm. Customer stated all buttons were responding. The device will not be returned for analysis.